Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 211 mg/dl, 478 mg/dl, 349 mg/dl and 312 mg/dl. It was reported that the customer had changed the pump as the cannula was bent. The customer was treated with injection. The customer stated that the insulin was getting through but was not getting through as quick as it normally does. The tip of the cannula was some kind of blockage. Customer declined to troubleshoot for high blood glucose. The customer was advised to send back the set and will send replace for the 2 sets she had to change. The insulin pump will be returned for analysis.